Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced three severe hypoglycemic events while using the ilet with a dexcom g6, with blood glucose in the 20s for approximately 1¿2 hours per event, during which the device alerted for low glucose; each event required outside assistance, ems transport, emergency department care, IV fluids, and IV dextrose, and the user subsequently discontinued ilet use. Symptoms included loss of consciousness and seizures. Outcomes included emergency medical intervention without admission and no reported long-term sequelae. Investigation included review of available device data for two events, user interview, and complaint assessment; the most recent event was not synced. Investigation of this case revealed no device malfunction could be confirmed and the cause of hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.